Manufacturer narrative:
The investigation of the returned pod found evidence of an internal fluid leak. Discoloration was seen inside the device and residual fluid was found on the surfaces of internal assemblies. A leak test was performed, which confirmed the presence of a leak in the fluid path caused by a tear in the cannula tubing. The leak would have resulted in insulin coming into contact with internal components and assemblies, ultimately causing the device to fail. A pod malfunction, therefore, is confirmed to have been a contributing factor to the customer's high bg levels.

Event description:
The customer called to report that the pod had initiated an occlusion alarm. Insulet product support reviewed proper site selection and pod placement technique with the customer to help avoid occlusion alarms in the future. While this pod was worn, the customer experienced high bg levels greater than 250 mg/dl. No additional information was provided about the device or the event. The pod will be returned for evaluation.